Manufacturer narrative:
On an unknown date in the beginning of (B)(6) 2016, the patient experienced peritonitis. This complaint is for an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the patient line and the transfer set which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). At the time of this report, the patient was recovering. It was not reported if the patient was retrained on properly securing the patient line during therapy. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up will be submitted.